Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood and tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray inspection found over torque of the inner coil which is consistent with procedural damage. Visual inspection of the lead did not find any anomalies with the exceptions of damages consistent with those occurring at the time of the procedure. The reported event of oversensing resulting in pacing inhibition was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there were episodes of oversensing noted on the right ventricular (rv) lead which resulted in pacing inhibition. The lead was explanted and replaced and the patient was stable with no consequences.